Event description:
It was reported that during preparation of the 2.5x23 rx xience prime stent delivery system, when the protective sheath was removed the stent dislodged from the balloon and was stuck inside the protective sheath. Reportedly, no resistance was felt when removing the protective sheath. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.